Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an unresponsive touchscreen on the ilet bionic pancreas, which resolved after the agent instructed the user to clean the screen with a lint-free cloth, indicating a temporary touchscreen interaction issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported touchscreen unresponsiveness on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.